Event description:
Plates were used twice with "pedicle" screws to do fusions on left lower side of rptr's back because she had fallen in 1989 knocking "vertebrae" out of line. The procedures gave rptr no relief especially the 2nd time on 10/4/92 these plates were not secured correctly and after months of sufferings, she was told by second dr that these plates had "slipped" and she would have to start at the beginning again. She had taken a copy of the x-ray and myelogram to him. She underwent surgery 10/27/92 to remove plates and replace them with a "steel rod". It is necessary for her to use a special brace.